Event description:
Follow up with the company representative revealed that the tablet used at the surgery where no high impedance was observed was a v1.0 software , indicating that the high impedance was likely due to the false m102/102r high impedance issue. This issue was duplicated with in-house testing. For model 102/102r generators programmed to output currents greater than 1.00 ma , it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds.

Event description:
Attempts at product return revealed that the facility, historically, does not keep explanted products and discards in surgery.

Event description:
The patient underwent vns generator replacement surgery. The implant card listed the reason as prophylactic. Follow up with the company representative who was present at the surgery indicated that diagnostics were ran and there was no high lead impedance. The company representative attempted to follow up with the physician's office for further information, but it was stated that the office was unable/not willing to provide any further information regarding this. The explanted generator has not been received by the manufacturer to date.

Event description:
It was reported that there was "lead impedance" observed on the patient's vns. This was determined to mean high impedance was present. The patient was referred for full vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.